Manufacturer narrative:
Initial MDR 1877271 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set was fell off during use event from 22-apr-2024 to 26-apr-2024. The blood glucose level was 140 mg/dl at the time of event. The infusion set was in use from 2-24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.